Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user intermittently discontinued ilet pump therapy due to sleep difficulty and lightheadedness, transitioned to multiple daily injections, then reinitiated therapy with a full supply change; the user experienced hyperglycemia with a reported maximum glucose of 267 mg/dl and variable readings while using a cd 23-inch infusion set, with no device alerts or alarms. Symptoms included lightheadedness and feeling uncomfortable. Outcomes included no hospitalization, no external assistance, and no professional medical intervention beyond consultation with a healthcare provider who advised retrying the pump; the user reported use of subcutaneous insulin pens as back-up therapy. Investigation included guided troubleshooting and user education. Investigation of this case revealed no device malfunction, no alarm conditions, and an unclear cause of the hyperglycemia, potentially related to therapy transition and infusion site and supply changes without identified device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.